Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the last two sensors she had used were not accurate. She stated that one of them looked normal while the other caused bleeding. Customer was not wearing any sensor at the time of the report and could not upload her data to carelink, so no troubleshooting could be done. The blood glucose reading was 199 mg/dl. Nothing further was reported.